Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 47 mg/dl, at the time of incidence. Customer was treated with glucose tablet for low blood glucose value. Customer did not allege that the insulin pump was over delivering. Customer was using the auto mode at the time of incidence. Customer was advised to call that health care professional for possible cause of low blood glucose level. Customer was advised to review the setting of insulin pump to ensure correct. Customer reported that they received changed sensor alert. The insulin pump will not be returned for analysis.